Event description:
It was reported the programmer does not show the ECG (electrocardiogram) on the screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) unusual text on the display. Error codes due to a printed circuit board assembly with functional test.